Event description:
It was reported that the screw broke during insertion.

Manufacturer narrative:
An event regarding osteolock screw fracture during implantation of a tritanium revision shell reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. A single x-ray image was provided multiple screws are visualized however it is unclear which is the subject fractured device. The image provides no insight into the root cause of the reported event. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported screw fracture determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that the screw broke during insertion.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remained implanted.